Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, the basket of the device reportedly could not be opened during a flexible ureteroscope lithotripsy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle between the open and closed positions. The basket formation was in the closed position. The mlla (male luer lock adapter) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. There was a kink in the basket sheath 10.7cm from the distal end of the support sheath. A clear shrink tub covered approximately 3mm on the proximal end of the basket wires. Functional testing determined the handle did not actuate the basket formation. The handle was disassembled. The basket formation could not be manually actuated. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened. The basket sheath was kinked approximately 10.5 cm from the distal end and the clear shrink tube on the end of the basket sheath has moved distally, covering approximately 3mm of the basket wires. The clear shrink tube was preventing the basket from being able to open. The devices are also packaged with the basket in the open position; therefore the device could not have been damaged when received by the customer. It is likely that device was inadvertently damaged when removing it from the packaging, or during subsequent handling. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 25jun2020: the procedure being performed was a flexible ureteroscope lithotripsy. There were no difficulties in removing the device from it's packaging/shipping tray. It is confirmed that the difficulties were experienced prior to the device making patient contact.

Manufacturer narrative:
(B)(6). Occupation: other non-healthcare professional: agent. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that before an unknown procedure, when the user tested a ngage nitinol stone extractor the "net" would not open. Another new device was used to complete the procedure. It was reported that the patient did not experience any adverse effects. Additional information has been requested.